Event description:
The physician informed distributor that a patient with an automatic implantable cardioverter defibrillator (aicd) had received inappropriate shocks. An invasive diagnosis found and insulation wear mark on the lead. The physician repaired the lead. The lead and aicd were tested and functioned appropriated.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.